Event description:
Ont touch ultra meter was not powering on. Medical affairs specialist called and left a message for the pt. A letter will be sent since there was no response. The pt had reported that he had a high temperature at the time of concern and he was trying to call lifescan, but was dialing the wrong number. It was also reported that he was taken to the hosp and given insulin. However, there is no further info regarding the hosp visit or the treatment given. The last time he was able to test on the meter was the day prior to the initial call. During troubleshooting, it was verified that this was not a new product. The pt was using the correct test strips. The meter would not turn on when the power button was pressed. The battery was checked to make sure that they were correctly installed. The battery was also last replaced less than a year ago. The condition of the battery contacts was good. Based on the info provided, there is an indication that the product has malfunctioned since the power issue was not resolved with troubleshooting. However due to insufficient info, it cannot be concluded that the product caused or contributed to any injury. Therefore, this case is reported as a meter malfunction. A replacement meter was sent to the pt.